Event description:
It was reported that a patient presented in the hospital and was monitored via ECG. Right ventricular lead oversensing was noted that led to periods of pacing inhibition. Noise was not reproduced with isometrics or pocket manipulations. Programming changes were made. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).